Event description:
It was reported that the patient presented with infection, pneumonia, sepsis, and endocarditis. The pacemaker, right atrial lead, and right ventricular lead were explanted and replaced. No further information regarding patient condition during and after the procedure. The system was replaced with a competitor system on a later date.